Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the site stated that one of their imaging system was not connecting with the navigation system. The site replaced one of the computers on the imaging system a while back which changed one step in the connection for the mobile view station (mvs) to connect to navigation system. This new connection process was standard on imaging systems. Now the site has been updated on this step and system is operational. The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733686, version #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues with the navigation system connecting to the imaging system. No patient was present at the time of the event.